Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set leakage event on 11-nov-2024. The leakage was in the tubing. The infusion set was in use for five days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.